Event description:
Procedure type : hysterectomy. According to the reporter: the needle broke in half from the device while in a closed position as the surgeon was pulling back to stitch. The needle was retrieved from the pt's cavity. There was minimal amount of delay in or time, no tissue damage, and no bleeding or pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).